Event description:
A healthcare facility in (B)(6) reported that an rt013 interface adaptor has holes. No patient consequences were reported.

Event description:
A healthcare facility in (B)(6) reported that an rt013 interface adaptor has holes. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt013 device was returned fisher & paykel healthcare (B)(4) and visually inspected. Results: the visual inspection revealed that the complaint rt013 device was stretched in several areas and one area of the tubing was taped. A lot check revealed no other complaints of this type for lot number 110221. Conclusion: our investigation revealed that the complaint rt013 device was pulled or stretched during use and an area of the tubing was taped. It was not possible to remove the tape without damaging the tubing of the complaint device, and therefore it was not possible to confirm if the reported hole was under the tape. All rt013 mask interface adaptors are visually inspected for defects prior to leaving production. Those that fail this inspection are rejected. Our user instructions that accompany the rt013 state: "do not crush or stretch tube."

Manufacturer narrative:
(B)(4). The complaint rt013 device is en route to fisher & paykel healthcare (B)(4). We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.